Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1894 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the fastener of the extension tubing was unable to be engaged securely. No other information was provided.